Event description:
It was reported that when inserting the intra-aortic balloon (iab) into the super arrow-flex (saf) sheath, the one-way valve came off. The iab was removed and a new kit was used. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is listed as fine. Additional info received from arrow japan on 09/07/2010 stated that the iab was prepped per instruction, the sheath and iab were removed and the same insertion site was used for the second insertion. At this time, it is unk how the one-way valve came off.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.